Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that a lead alert showing oversensing was noted via home monitoring and the patient was called for a follow-up. The oversensing could be reproduced. The therapy was switched off and the patient is considering a replacement. The patient is not pacemaker dependent. The lead has been implanted for approx. 79 months.